Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional information indicates the cause of this peritonitis event is unknown (previously caused by a break in aseptic technique). The cassette is now a suspect product. It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pains coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital on the same day for the peritonitis. The patient was treated with unspecified antibiotic therapy while hospitalized and was discharged two days later. Pd therapy was ongoing throughout the peritonitis event. The cause of the peritonitis was unknown. Approximately a month later, the patient was readmitted to the hospital with the same peritonitis event that he has been trying to recover from. The patient¿s pd therapy was discontinued, pd catheter was removed and the patient was placed on hemodialysis. The patient was recovering from this peritonitis event. The patient was discharged from the hospital 6 days after being readmitted. No additional information is available. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13h07029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unknown date, the pt experienced touch contamination in which the source was described as a chemical from a plant (further detail not provided). Treatment for the peritonitis was not reported. It was not reported if the pt was re-trained on proper aseptic procedures for performing pd therapy. At the time of this report, the pt was recovered from the peritonitis event and dianeal therapy was ongoing. Additional information was requested but is not available.